Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced two infusion sets fired on their own when trying to retract the trigger mechanism.on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.